Manufacturer narrative:
The tandem t:slim user guide states that when entering insulin rates always confirm that the decimal point placement is correct. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the basal setting was inadvertently set at 6u/hr instead of 0.6 u/hr. The customer's blood glucose (bg) level was 60 mg/dl and the customer was given food and juice to raise the bg level. The basal setting was corrected. The contact declined tandem technical support's offer to troubleshoot for the low bg level as the basal setting had been corrected.